Manufacturer narrative:
Section b5: addendum for additional information received:the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 36 months, 1-day post implantation. The ppf states that: the patient representative claims that the patient had been suffering with emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s pre-operative diagnosis was bilateral deep venous thrombosis of the lower extremities with pulmonary embolism. The filter was inserted to the level of l2 and l3 and released. Bleeding was controlled with pressure. The patient tolerated the procedure well and was brought to the post-anesthesia care unit in stable condition. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the pre-operative diagnosis was bilateral deep venous thrombosis of the lower extremities with pulmonary embolism. The filter was deployed the level of l2 and l3. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to caval thrombosis, blood clots, clotting/occlusion and lifetime anticoagulation post implant. Per the patient profile form (ppf), the patient reports thrombosis, blood clots, clotting/occlusion and lifetime anticoagulation post implant, as well as emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and maintenance on anticoagulation do not represent a device malfunction and may be related to underlying patient related issues. These events maybe related to underlying patient specific issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A device history record (DHR) review could not be performed as a lot number was not provided.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: caval thrombosis, blood clots, clotting/occlusion and lifetime anticoagulation post implant. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.